Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported that a revision right knee surgery was performed due to pain. The tibial insert and the patella were replaced during the revision.